Manufacturer narrative:
(B)(4). A ship history was performed. No lots were identified for the time period of one year pre aware date. Therefore no lot history could be performed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The tip did not come off. It separated from 1 side of the jaws but was still connected to the device. There was no part that had to be retrieved. Harvester completed the case by opening the remaining part of the leg to get the rest of the vein out as he was 80% complete via the endoscopic part of the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The tip did not come off. It separated from 1 side of the jaws but was still connected to the device. There was no part that had to be retrieved. Harvester completed the case by opening the remaining part of the leg to get the rest of the vein out as he was 80% complete via the endoscopic part of the procedure. The hospital did not report any patient effects.